Manufacturer narrative:
(B)(4). This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k090757 (B)(6). Concomitant medical products: catalog number: 22-301323, lot number:915020, brand name: arcos con sz c std 70mm ha. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09926. No medical records received. X-ray review noted the overall fit and alignment of the implant is appropriate. Possible osteopenia. There is suggestion of possible lucency involving the medial cortex of the left proximal femoral diaphysis which may represent an incomplete fracture but is poorly evaluated on these images. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent a revision surgery. During the surgery, the surgeon reported difficulty in locking the screw between cone and distal body components. The surgeon left it "untight" and stated the patient tolerated this. No injuries were reported. Attempts have been made and no further information has been provided.